Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 08nov2019. The service engineer (se) inspected the device. The se found no issues with the touchscreen. However found the issue to be with the navigation ring. The se replaced the navigation ring to address the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10apr2020. B4: 13apr2020. A front bezel assembly was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to internal structure revealed that contamination was found that causes the navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 08oct2019.

Event description:
It was reported that the ventilator had a bad touchscreen. Reportedly, the touchscreen was not responding correctly on the lower portion and was failing the touchscreen calibration. There was no patient involvement.